Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The reported blood glucose reading was 547 mg/dl. Troubleshooting was not performed, however, the customer's doctor did state that the customer is using an infusion set that is not right for his body type. The insulin pump was not replaced a the time of the phone call, pending a call back to perform troubleshooting.